Manufacturer narrative:
The customer¿s report that a set leaked was confirmed. Visual inspection revealed that the distal smartsite below the lower fitment appeared to have damage to the piston. No cracks were observed below the pump segment as reported by customer. Microscopic evaluation noted that the rubber piston had one puncture hole. Functional and pressure testing was performed; leaking was observed at the distal smartsite port below the lower fitment. The root cause of the leak was a damaged smartsite piston. The probable cause of the damage to the smartsite piston is most likely a needle or similar sharp object puncturing the piston that resulted in a permanent hole in the piston material. The smartsite valve is not designed to accept a needle, and puncturing the valve with a needle will result in a hole in the valve, which will leak under little pressure

Manufacturer narrative:
Concomitant products: 500ml b.braun ndc 0264-9577-10, heparin sodium in 5% dextrose; therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a broken IV tubing in the region below the pump segment which leaked during a heparin infusion for preop coronary artery bypass grafting surgery, dosage and rate not provided. The patient was not anticoagulated preoperatively as intended; there was no patient harm.

Event description:
The customer reported a cracked and broken IV tubing below the pump segment which leaked during a heparin infusion for preop coronary artery bypass grafting surgery, dosage and rate not provided. The patient was not anticoagulated preoperatively as intended; there was no patient harm.